Event description:
The device was implanted for venous infusion of fudr. (Note: venous infusion of fudr is not a MFR's indicaton for the device's intended use). On 1/30/97, a facility nurse contacted the MFR sales rep and reported tht the pt had the "renal cell" device implanted on 11/1/96. The flow rate started at 1.73ml/day. (The predicted flow rate for this device is 2.44ml/day). The device flow rate had decreased to .085ml/day at the last device refill. The physician reported that at today's device refill (01/30/97), the device flow rate had further decreased to .036ml/day. The MFR sales rep informed the physician that a MFR clinical rep would contact him concerning this report.